Event description:
This rv lead was implanted ofl (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stated that this lead had infection and erosion. The following physician was dr. (B)(6) at (B)(6) hospital center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).